Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09709; 0001825034 - 2018 - 09711; 0001825034 - 2018 - 09714.

Event description:
It was reported that during surgery, the liner was unable to engage and lock into the cup. A second liner was attempted with the same results. The surgeon then removed the cup and attempted to implant a second cup. The surgeon was unable to get the fixation that he wanted, the cup was removed and a third cup was implanted. The liner engaged with no issues. The surgery was delayed by 30 minutes. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed by visual inspection of returned devices. Visual inspection found multiple forms of damage. The rim of the liner was gouged in multiple places around the circumference. Gouges were also observed on the outer radius and sidewall of the liner. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: (B)(4).

Event description:
No further event information available at the time of this report.